Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d11089 and h11c25107 and no exceptions were observed that were related to the reported condition. The problem was confirmed and the cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of a patient who made a mistake/touch contamination and peritonitis and in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/ touch contamination. On (B)(6) 2011 the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was the patient made a mistake/touch contamination. Treatment was not reported for the events. On (B)(6) 2011 the patient was discharged. The outcome for the event of the patient made a mistake/touch contamination was not reported. On an unreported date in 2011, the patient recovered from the peritonitis. Dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.